Manufacturer narrative:
The iabp was passed all testing and was returned to the customer for clinical use. The service territory manager (stm) was able to verify the alleged malfunction occurred by looking at the fault logs. But the stm was unable to duplicate the malfunction. As a precaution the stm replaced the possibly defective patient interface module. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer stated that during training sessions several autofill failures occurred. No patient involvement reported. No adverse event reported.